Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced intermittent muscle stimulation. No intervention was reported and the pulse generator remained implanted.